Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery using a penumbra engine (engine), penumbra engine canister (canister), aspiration tubing (tubing), non-penumbra reperfusion catheter, non-penumbra stent retriever, and non-penumbra aspiration tubing. During the procedure, after the engine was powered on, the indicator lights turned on one by one but were flashing on and off. Subsequently, the physician powered off the engine and replaced the non-penumbra aspiration tubing with the penumbra aspiration tubing. However, the same issue with the engine occurred. Therefore, the engine was removed. The procedure was completed using a penumbra system aspiration pump max 110 (pump max). Post-procedure, the physician confirmed the engine was working fine except for the issue with the indicator lights. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned engine confirmed that the vacuum indicator lights were malfunctioning. During functional testing, the returned engine was able to power on and produce a vacuum pressure within specification. All four indicator lights illuminated but the brightness of the light was very dim and flashing. The engine was tested with a demonstration power button and the same issue occurred. This indicates that a possible malfunction within the main pcb may be contributing to the vacuum indicator lights abnormality. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.